Event description:
The complainant reported a 77-year-old male was implanted with an impella cp for mechanical circulatory support to vent. The impella was placed through two edwards tavr valves. The original valve was snared and pulled into the annulus upside down. This meant to valve skirt was facing the wrong direction. The new valve was deployed through the upside down valve. The impella pump stopped and there was a moto current high alarm that occurred. The impella was attempted to re-started but was unsuccessful. Therefore, decision was made to place new pump and console. There was no reported patient harm.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿